Event description:
The customer reported that a patient had a stroke and was being treated. They were not able to have anti-coagulation medication. The patient developed a pulmonary embolism. There was no record that the patient received ipc therapy with the kendall scd700. The patient is reporting that they did receive ipc therapy, but that the device was not working. There is currently an internal investigation underway at the hospital. It is currently not clear if ipc therapy was provided, and if the device was not working.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.